Event description:
Pt underwent anesthesia for MRI of lumbar spine, upon completion, pt had burn on anterior chest wall on the left upper side. Pt was markedly blistered. 1 cm circumscribed area. Ointment, bandage applied, referred to physician for follow-up.